Event description:
Patient was revised to address pain and clicking in hip with subluxation. Poly wear and disassocation was additionally reported.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The customer reports the patient was revised to address pain and clicking in hip with subluxation. Poly wear and disassociation was additionally reported. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (left hip). The devices and x-rays associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update - (B)(6) 2013 - patient's revision operative records were received. Records indicate the patient was revised because the patient's poly insert had fractured. No new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner's provided product and lot combinations since their release for distribution. A previous review of the device history records for the cup did not reveal any related manufacturing deviations or anomalies. Medical records were received and reviewed by the depuy legal nurse. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.